Event description:
(B)(4). I had essure implanted (B)(6) 2010 (B)(6) covered my implant. Within 6 months after having it implanted I was diagnosed with adenomyosis. I have been having extremely heavy periods, bloating all the time, very painful cramping during my period which I have never had before implant.